Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign material was found in the inner plunger of a bd¿ syringe with bd luer-lok¿ tip prior to use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
One sample was returned for evaluation. The sample was returned with embedded foreign matter in the plunger rod. Embedded foreign matter can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that foreign material was found in the inner plunger of a bd¿ syringe with bd luer-lok¿ tip prior to use. There was no report of exposure, injury or medical intervention.